Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided and reviewed where all the two photo shows the view of a clinician holding the drainage catheter in which the hub was noted to be cracked. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre opti drain catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was allegedly found fractured. The procedure was completed by using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent drainage catheter placement procedure using the navarre opti drain. After placement, the drainage catheter connector was allegedly found fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.